Event description:
It was reported that the patient has ineffective stimulation with the back leads. Diagnostics confirmed that both leads have high impedances. Reprograming was unable to resolve the issue. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated.